Event description:
Boston scientific received information that this patient was recently seen in the emergency room for a near syncopal event. The patient's right ventricular lead exhibited oversensing which lead to intermittent loss of capture and pacing inhibition for 2.4 seconds. A chest x-ray was taken which indicated a potential lead fracture. The physician placed a temporary pacing wire and the fracture was visually seen at that time. Later the lead was explanted. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.